Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced a ventricular tachycardia (vt) episode. Technical services (ts) noted that during the vt, undersensing of ventricular signals was exhibited; however, it was confirmed that this did not delay therapy. The device delivered appropriate therapy, which successfully converted the episode. No adverse patient effects were reported. This device remains in service.